Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, complex regional pain syndrome type ii and spinal pain. The patient reported that she was unable to charge the ins because the recharger wouldn¿t charge. The patient reported that the metal tip/connector pin broke off and was stuck inside the recharger. The patient was able to remove the metal tip from the recharger during the call. The patient reported that she had the ins for ¿legs to work¿ and pain from peroneal sciatic nerve damage. The patient reported that the ins wasn¿t working due to the issue previously stated and unable to charge the ins. The patient reported that she was in a lot of pain and had to use a cane to walk. The patient reported that she put all her weight on the right foot because her left foot won¿t go. The patient reported that she fell on (B)(6) 2018 because the ins wasn¿t working for the patient¿s leg to work. The patient reported that she had to lay on the couch all weekend. The patient reported that she spoke to a manufacturer¿s representative (rep) on (B)(6) 2018 about the recharger not charging. Additional information was received from the patient on (B)(6) 2018. The patient reported that she was sent new equipment because it was broken. The patient reported that she could charge the recharger fully and she was trying to charge her ins but was unable to because she was getting poor communication. The patient reported that she already tried repositioning the recharger antenna and ¿everything to get this thing to work.¿ the patient reported that she was up all night trying to get it to work and 3 hours on the day of the report but was still unable to resolve the issue of poor communication. The patient initially stated that it had been a couple of weeks since the last recharge session, but then stated its ¿been a while.¿ the patient reported that its been working previously, but she just tried to keep the ins charged ¿as much as possible.¿ the patient reported that she couldn¿t charge her ins because she couldn¿t charge her recharger. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, complex regional pain syndrome type ii and spinal pain. The patient reported that she was unable to charge the ins because the recharger wouldn¿t charge. The patient reported that the metal tip/connector pin broke off and was stuck inside the recharger. The patient was able to remove the metal tip from the recharger during the call. The patient reported that she had the ins for ¿legs to work¿ and pain from peroneal sciatic nerve damage. The patient reported that the ins wasn¿t working due to the issue previously stated and unable to charge the ins. The patient reported that she was in a lot of pain and had to use a cane to walk. The patient reported that she put all her weight on the right foot because her left foot won¿t go. The patient reported that she fell on (B)(6) 2018 because the ins wasn¿t working for the patient¿s leg to work. The patient reported that she had to lay on the couch all weekend.the patient reported a return of symptoms. The patient reported that she spoke to a manufacturer¿s representative (rep) on (B)(6) 2018 about the r echarger not charging. Additional information was received from the patient on (B)(6) 2018. The patient reported that she was sent new equipment because it was broken. The patient reported that she could charge the recharger fully and she was trying to charge her ins but was unable to because she was getting poor communication. The patient reported that she already tried repositioning the recharger antenna and ¿everything to get this thing to work.¿ the patient reported that she was up all night trying to get it to work and 3 hours on the day of the report but was still unable to resolve the issue of poor communication. The patient initially stated that it had been a couple of weeks since the last recharge session, but then stated its ¿been a while.¿ the patient reported that its been working previously, but she just tried to keep the ins charged ¿as much as possible.¿ the patient reported that she couldn¿t charge her ins because she couldn¿t charge her recharger. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. No further complications were reported.